Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. The customer resolved this issue by loading a new cartridge, and tandem technical support advised calling back for further troubleshooting if the issue recurs.